Event description:
It was reported that the patient with an implantable neurostimulator experienced an increased frequency of charging, requiring charging twice a day, and a reduction in battery life from 24 hours to 16-17 hours. The patient also experienced a return of pain due to the therapy being off, and the battery depletion issue was noted to be worsening over time. Impedance values were checked and found to be all below 1000 ohms as of july 17. Device programming was reviewed and adjusted, including reprogramming to different groups and settings, and activation of cycling (1:30 on, 2:30 off), but the issue persisted. Recommendations were made to review impedance results again, use active contacts as reference electrodes, and to pull data files if the issue continued. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the cause of the ins depleting rapidly was not determined. The rep checked everything and downloaded the data report. During their session with the patient, they made changes to some of the groups and turn cycling to 1:30 on and 3 min off. This showed an average of 3 days per needing to charge on the battery estimator. However, the patient on saturday and sunday had issues with charging and her battery died again and is giving no therapy. She got an error code of 336 on her screen. She was able to get it charging today after talking on the phone. She will report back to over the next couple days on how fast her battery is depleting.